Event description:
After 6 months of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedure. Devices sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Mfg data for the pacemaker in object: mfg date: 13 oct 2003, use before date: 13 may 2005, sterilization lot number: s031211. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.